Event description:
It was reported that during a laparoscopic appendectomy, the device was closed and then placed through the trocar and into the patient; the device would not open. The device was removed from the patient and a second device was opened and the case was completed with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information was not provided by the initial contact. Incomplete-interrupted cycle. The device was received for analysis with no visual non-conformances and with a white cartridge loaded on the device. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed, fired and opened properly during testing. Please note that when using a trocar, the instrument jaws must be visible past the trocar sleeve before opening the jaws. A batch record review was performed and no anomalies were found during the manufacturing process.